Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Insulin pump had a clip rail cracked. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black . Customer returned device for alleged an error in the motor was detected by reading unexpected value from hall sensor alarm and cosmetic damage located at the clip rails found on (B)(6) 2022. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. All buttons function properly. Successfully downloaded history files and traces using thump. Verified the device alarmed an error in the motor was detected by reading unexpected value from hall sensor alarm in device downloaded history on (B)(6) 2022 at 16:51:30.000. Device was cut open to perform visual inspection and found no evidence of moisture damage. An error in the motor was detected by reading unexpected value from hall sensor alarm not during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, battery tube threads cracked, cracked case-corner of belt clip rails and stained serial number label. Confirmed an error in the motor was detected by reading unexpected value from hall sensor alarm due to damage on the motor defect. Cosmetic damage at clip rails was not confirmed, however, other cosmetic damage was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.